Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the acute procedure was to treat an unspecified coronary artery. A 2.0x12mm mini trek balloon dilatation catheter (bdc) was used once for pre-dilation of the lesion. Upon removal, a kink on the shaft of the bdc was noted. Post stenting, the same 2.0x12mm mini trek bdc was reinserted to assess vessel patency. During reinsertion into the guide catheter, resistance was felt and the bdc failed to advance and blood was noted to be leaking back into the indeflator. Minimal resistance was felt during removal of the bdc and the proximal shaft of the bdc easily separated into two pieces within the guide catheter. The distal shaft remained within the guide catheter. The guide catheter, guide wire and bdc were removed together. The procedure was successfully completed with a diagnostic catheter. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported shaft separation and kink were confirmed. The reported leak was unable to be confirmed. The reported difficulty positioning and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. It should be noted that the coronary dilatation catheters, trek rx and mini trek rx, global, instruction for use (IFU), states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. In this case, it is likely that the attempt to reinsert the kinked bdc into the lesion contributed to the reported resistance during advancement and retraction as well as further manipulation of the device upon resistance ultimately resulted in the shaft separating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation determined the reported kink and shaft separation appear to be related to operational context; however, the reported difficulty positioning and removing the device from the guiding catheter appear to be related to user error. A conclusive cause for the reported leak could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.